Event description:
It was reported that the patient had a grossly infected wound with (B) (6). All of the implants were removed, but it is unknown at this time how the surgeon is treating the infection.